Event description:
The complainant reported that the enteral feeding device was placed in 2006 and that "localized peritonitis" was diagnosed. The pt, gender, age, and history unk, was recovering, but his/her condition deteriorated and the pt expired 11 days later. In documented attempts to receive add'l info it has been reported that because the physician insisted that there was no relationship between the product and the pt's death, no add'l info would be available.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.